Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred; the rail suture was not linking to the anterior needle after plunger removal. A second proglide was used with the same results. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with successfully preplaced sutures of the third and fourth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.